Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up, post-paced t wave oversensing was noted on the device. The oversensing was noted on a stored egm. The patient did not receive shock due to oversensing. Programming changes were made and the issue was resolved. The patient was stable before, during and after the event.